Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, escherichia coli was found on the lead, which was suspected that came from the urinary tract infection. There were no additional adverse patient effects reported. This lv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.